Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was pre-operatively diagnosed with l5-s1 degenerative disc disease with radiculopathy and underwent the following procedures: anterior lumbar interbody fusion, l5-s1. Interbody cages with rhbmp-2. Anterior instrumentation with pyramid plate. Interpretation of fluoroscopy. As per op-notes,¿ the disc was curettages and completely evacuated. Drilling was performed at the end plates. Intradiscal dilators were used and eventually the self retaining device was placed into the disc space and tamped and two 18 x 23mm cages were filled with rhbmp-2 and countersunk into the disc space under flouoroscopy.¿ the patient tolerated the procedure well without any intraoperative complications.